Event description:
Healthcare professional reported right side "severe capsular contracture" ( baker grade unknown ) and suspected rupture. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "severe capsular contracture and suspected rupture".

Event description:
Rupture was confirmed to not have occurred.

Event description:
Device has been explanted.